Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer took the insulin pump off to go swimming and when they got back the screen of the insulin pump was blank. Customer replaced the batteries and noticed that the customer's settings had been erased. Customer then entered the settings and insulin pump went blank again. Customer again replaced the batteries and the display returned. An error alarm and a battery out limit alarms were noted in the alarm history. Customer's blood glucose reading at the time of the call was 500 mg/dl. No further information reported.